Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Bradycardia: the root cause of the bradycardia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella cp the patient continues with bradycardia. Ep consulted and considered possible pacer. There was rhythm changes and had to be taken for a temporary venous pacemaker. Plan is to place a ppm/aicd today. The patient continued on support until successful explant and the patient survived.